Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test. No missing segment or partial display anomaly during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states insulin pump screen was darkening corners. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The inform was incorrect with the initial report. The correct information has been provided with this report.